Manufacturer narrative:
On 4/12/2016 - based on the analysis, it was determined that this event be reported to the FDA. The performance of the leads under complaint were scrutinized. The analysis of the ventricular lead demonstrated a rubbed through insulation. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive and continuous mechanical stress. The interaction with the atrial lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The damaged lead tips and the deformation of the inner coil happened most likely during the extraction of the leads. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation from medtronic, inc. Per the (B)(6), this patient expired on (B)(6) 2011. The following physician's office has no information regarding this patient's death. 4/12/2016 - based on the analysis, it was determined that this event be reported to the FDA.